Event description:
It was further reported that the atrial lead was non-functioning. We will conduct follow-up to determine additional details about this event. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Follow-up was received indicating that the atrial lead failed to capture and sense.

Event description:
It was further reported that the atrial lead was non-functioning. We will conduct follow-up to determine additional details about this event. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation was ruptured. The analyst noted outer insulation breach/rupture at a kink location was observed. If information is provided in the future, a supplemental report will be issued.